Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a total occlusion in the right proximal coronary artery. Following pre-dilatation with a semi compliant balloon, a 4.0x08 mm xience prime stent was deployed at 16 atmospheres to treat the de novo lesion. Post deployment fluoroscopy identified a dissection at the distal end of the stent. The dissection was successfully treated by an additional xience prime stent. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.